Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports that the mlx was on full 100% power (not in stand-by mode), and no headlight yet attached. After drying his hands the surgeon threw his towel on top of the lightbox. Since it was on and on full power it apparently caused the towel to begin smoking and catch on fire. No apparent injury or further disruption to the case.

Manufacturer narrative:
On 5/5/17, integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - product has not been returned for evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.